Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a pacemaker, right atrial (ra) and right ventricular (rv) leads, showed a brady rhythm in the 30s so a loss of capture (loc) was suspected. The patient had syncopal episodes without falls or accidents. When the patient moved to the right side the pacing rate went to the 70s beats per minute. Noise or crosstalk could not be reproduced. The field representative checked device too and said that thresholds were fine but when the patient sat up, ra lead showed loss of capture (loc). The rv lead also showed an unexpected behavior. They increased outputs at ra and rv leads and changed sensitivity. Finally, the patient was admitted. Afterwards the presenting electrogram (egm) was analyzed and a non-physiologic signal was observed on the rv lead that was intermittently being over sensed depending on when the ventricular pacing came through. There was also a non-physiologic signal on the ra lining up with rv artifact as well as another signal, nonetheless, ra and rv lead trending looked normal. Since the patient was 100% rv pacing, syncope could be related to the random pauses in pacing. One day afterwards, the physician surgically abandoned the rv lead and placed a new rv lead in the lbb. Due to the previously documented chatter seen on both ra and rv channels, the physician decided to replace the generator as well. Physician was not confident it was not a header situation, and the patient is pacemaker dependent. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with a pacemaker, right atrial (ra) and right ventricular (rv) leads, showed a brady rhythm in the 30s so a loss of capture (loc) was suspected. The patient had syncopal episodes without falls or accidents. When the patient moved to the right side the pacing rate went to the 70s beats per minute. Noise or crosstalk could not be reproduced. The field representative checked device too and said that thresholds were fine but when the patient sat up, ra lead showed loss of capture (loc). The rv lead also showed an unexpected behavior. They increased outputs at ra and rv leads and changed sensitivity. Finally, the patient was admitted. Afterwards the presenting electrogram (egm) was analyzed and a non-physiologic signal was observed on the rv lead that was intermittently being over sensed depending on when the ventricular pacing came through. There was also a non-physiologic signal on the ra lining up with rv artifact as well as another signal, nonetheless, ra and rv lead trending looked normal. Since the patient was 100% rv pacing, syncope could be related to the random pauses in pacing. One day afterwards, the physician surgically abandoned the rv lead and placed a new rv lead in the lbb. Due to the previously documented chatter seen on both ra and rv channels, the physician decided to replace the generator as well. Physician was not confident it was not a header situation, and the patient is pacemaker dependent. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.